Event description:
It was reported that during a video assisted thoracic surgery, the knife appeared to be bent which led to a jagged cut and incomplete staple line. A like device was used to complete the procedure. There was no pt consequence.